Event description:
It was reported the patient was implanted with a pump about 7 years ago and had the pump removed because they developed a "severe infection" at the pump site. At first, the patient did not know they had an infection. The patient kept having a pinching sensation for about 4-5 months prior to the pump explant on (B)(6) 2014. The patient reported this symptom to their healthcare professional (hcp) and had a computed tomography (CT) scan with dye and "nothing showed up". Around (B)(6) 2014, the patient had a refill and the hcp couldn¿t get the needle in so they thought the pump was turned. They went in and found out the patient had an infection which, "almost killed [the patient]". The hcp removed the pump and left some of the mesh pouch because they couldn't get it all out. Currently, the patient was having problems with the scar; "it keeps breaking through (clarified as not through the skin) and she develops a blister and it would pop. The patient thought it was getting infected but the hcp refused to remove the remaining mesh. This had been occurring every month for 4 months, from once to twice a month and it was getting worse each time. The patient stated she "is over and this is number 7". The pump was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_pouch_acc, product type: accessory; product ID neu_unknown_cath, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).